Manufacturer narrative:
(B)(4). Date sent to FDA: 12/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: 1. Does the surgeon believe that ethicon products (prolene suture and pds suture) involved caused and/or contributed to one death case in mba group due to abdominal hemorrhage caused by clinically relevant postoperative pancreatic fistula? Please specify. 2. Does the surgeon believe that ethicon products (prolene suture, pds suture and vicryl suture) involved caused and/or contributed to post-op complications for non-death cases in both groups (clavien dindo classification of complication 1-2 and = 3; postoperative pancreatic fistula, delayed gastric emptying, reoperation and 90-day readmission) described in the article? Please specify. 3. Does the surgeon believe there was any deficiency with the ethicon products (prolene suture, pds suture and vicryl suture) used for all cases in this study? 4. If yes, please provide patient demographics for one death case in mba group and non-death cases with post-op complications in both groups (clavien dindo classification of complication 1-2 and = 3; postoperative pancreatic fistula, delayed gastric emptying, reoperation and 90-day readmission)? 5. Please specify what were specific complications occurred in the clavien-dindo classification and what was a reason for 90-day readmissions and reoperations? 6. Were all these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. 7. Would the author/surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the products involved in the death case (mba group) due to abdominal hemorrhage caused by clinically relevant postoperative pancreatic fistula? 8. Has an autopsy been performed for death case due to abdominal hemorrhage caused by clinically relevant postoperative pancreatic fistula? If so, can the results be shared?

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/28/2021. (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (prolene suture and pds suture) involved caused and/or contributed to one death case in mba group due to abdominal hemorrhage caused by clinically relevant postoperative pancreatic fistula? Please specify. Does the surgeon believe that ethicon products (prolene suture, pds suture and vicryl suture) involved caused and/or contributed to post-op complications for non-death cases in both groups (clavien dindo classification of complication 1-2 and = 3; postoperative pancreatic fistula, delayed gastric emptying, reoperation and 90-day readmission) described in the article? Please specify. Does the surgeon believe there was any deficiency with the ethicon products (prolene suture, pds suture and vicryl suture) used for all cases in this study? If yes, please provide patient demographics for one death case in mba group and non-death cases with post-op complications in both groups (clavien dindo classification of complication 1-2 and = 3; postoperative pancreatic fistula, delayed gastric emptying, reoperation and 90-day readmission)? Please specify what were specific complications occurred in the clavien-dindo classification and what was a reason for 90-day readmissions and reoperations? Were all these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Would the author/surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the products involved in the death case (mba group) due to abdominal hemorrhage caused by clinically relevant postoperative pancreatic fistula? Has an autopsy been performed for death case due to abdominal hemorrhage caused by clinically relevant postoperative pancreatic fistula? If so, can the results be shared? Citation: ann surg oncol (2021); 28:2346¿2355. Doi: https://doi.org/10.1245/s10434-020-09204-z. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-10507, 2210968-2021-10512, 2210968-2021-10513, and 2210968-2021-10515.

Event description:
Title: novel technique for single-layer pancreatojejunostomy is not inferior to modified blumgart anastomosis in robotic pancreatoduodenectomy: results of a randomized controlled trial. The aim of this randomized controlled trial was to show that scs during rpd does not increase the incidence of clinically relevant postoperative pancreatic fistula (cr-popf) when compared with modified blumgart anastomosis (mba). Between january 2019 and september 2019, a total of 182 patients underwent robotic pancreaticoduodenectomy (rpd) for benign and malignant diseases of the pancreatic head, periampullary region, or duodenum. These patients were randomized according to techniques performed for pancreaticojejunostomy (pj) anastomosis: single-layer continuous suturing (scs group; n = 89; 55 were male; mean age of 56.7 ± 13.5 years; mean bmi of 23.9 ± 3.0) or modified blumgart anastomosis (mba group; n = 93; 53 were male; mean age of 59.0 ± 11.7 years; mean bmi of 23.8 ± 3.1). In the scs group, an internal stent was first inserted into the main pancreatic duct and fixed with vicryl 5-0 suture (ethicon, sommerville, nj) while the anastomosis was performed using prolene 4-0 (ethicon, sommerville, nj). In the mba group, surgery was performed using prolene 4-0 and 4¿6 interrupted pds ii 5-0 sutures (ethicon, sommerville, nj). Reported complications include death (n=1) due to abdominal hemorrhage caused by clinically relevant postoperative pancreatic fistula in mba. In conclusion, this study demonstrated that scs anastomosis was not inferior to mba in terms of cr-popf rate. Considering that the scs technique is simple and easier to perform, it is a good choice for pj during rpd.